Manufacturer narrative:
An event regarding setting time involving a simplex cement mix was reported. The event was not confirmed. Method and results: device evaluation and results: visual inspection was performed on three of the retain samples of the reported lot while mixing the cement product. No unusual characteristics were observed during the mixing. It was also stated that the cement was seen to have a homogeneous appearance. All results met specifications. Functional inspection: functional testing was performed on three of the retain samples of the reported lot to verify the doughing time, working time and setting time of the product. The results show that the samples met the required specification for the test. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate twin-packs were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar event for the reported lot. Conclusions: it was reported that the simplex cement mix began to solidify in about one minute and hardened early during surgery. A visual inspection of a retained sample was performed while mixing the product. No unusual characteristics were observed. Samples appeared to have a homogenous appearance. All results have specification. Functional testing was performed on three of the retain samples of the reported lot to verify the doughing time, working time and setting time of the product. The results show that the samples met the required specification for the test. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Tka for bilateral knee osteoarthritis was performed. Although stored in a cool environment and used at the same room temperature as usual, the simplex began to solidify in about one minute and hardened early. It was reported to feel stickier than usual.